Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately, one year after hvad implantation, this patient underwent a pump exchange for suspected thrombus. Patient initially presented with high flow and power, increased ldh and clinically significant hemolysis. A review of the log files confirmed power outside of normal consumption and high watt alarms. The device will be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high flow, high power, elevated ldh levels, and significant hemolysis. The site performed a pump exchange and the device, (B)(4), was returned to the manufacturer for evaluation. Patient outcome is unknown; several attempts to obtain additional information were made; however, no additional information was provided. The reported event was confirmed via review of the controller log files, which revealed multiple 'high watt' alarms and an increase in power consumption and estimated flow starting on (B)(4) 2014 outside the normal operating range. Visual inspection of the returned pump revealed moderate abrasions of the lower housing's ceramic surface and the matching inferior surface of the impeller which are indicative that a known external factor, such as a thrombus, may have forced the impeller against the rear housing. There were no dimensional or functional issues that may have caused or contributed to the reported event noticed during analysis of returned unit. Additionally, independent pathologic evaluation confirmed the presence of thrombus within the device. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.